Event description:
It was reported that the caller provided an MRI center with guidelines for head MRI for the patient. The patient received a head MRI today. Her MRI was stopped mid-scan because the patient complained of tingling in her legs and bladder. The patient's device was reportedly off during the scan. Additional information received noted that the patient was scheduled to see the doctor at the end of march. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va05sc0, implanted: (B)(6) 2013, product type: lead. (B)(4).